Event description:
Related manufacturer reference number: 1627487-2023-01826. It was reported that patient experienced diminished/loss of therapy as the s1 lead had migrated. Reprogramming was attempted to no avail. Surgical intervention was undertaken where in the s1 lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.